Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shocks due to t-wave oversensing. Subsequently, tachycardia therapy was programmed off and the sensing vector was changed. Technical services reviewed the latest device transmission, noting the susceptibility to noise could be related to a suboptimal placement. X-ray imaging and potential programming options were recommended. Besides the inappropriate shocks, no other adverse patient effects were reported. This s-ICD remains in service. Additional information received indicates the patient underwent a revision procedure, and this s-ICD system was explanted and replaced with a transvenous system. Besides intervention, there were no other adverse patient effects reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shocks due to t-wave oversensing. Subsequently, tachycardia therapy was programmed off and the sensing vector was changed. Technical services reviewed the latest device transmission, noting the susceptibility to noise could be related to a suboptimal placement. X-ray imaging and potential programming options were recommended. Besides the inappropriate shocks, no other adverse patient effects were reported. This s-ICD remains in service. Additional information received indicates the patient underwent a revision procedure, and this s-ICD system was explanted and replaced with a transvenous system. Besides intervention, there were no other adverse patient effects reported. Product return is expected.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shocks due to t-wave oversensing. Subsequently, tachycardia therapy was programmed off and the sensing vector was changed. Besides the inappropriate shocks, no other adverse patient effects were reported. This s-ICD remains in service. Additional information: technical services reviewed the latest device transmission, noting the susceptibility to noise could be related to a suboptimal placement. X-ray imaging and potential programming options were recommended. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered multiple inappropriate shocks due to t-wave oversensing. Subsequently, tachycardia therapy was programmed off and the sensing vector was changed. Technical services reviewed the latest device transmission, noting the susceptibility to noise could be related to a suboptimal placement. X-ray imaging and potential programming options were recommended. Besides the inappropriate shocks, no other adverse patient effects were reported. This s-ICD remains in service. Additional information received indicates the patient underwent a revision procedure, and this s-ICD system was explanted and replaced with a transvenous system. Besides intervention, there were no other adverse patient effects reported. This device has not been returned despite good faith efforts thus far. Should the device be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.